Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had other devices implanted; (B) (4). Two requests were made to the health-care provider (via email) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that during a vascular procedure, there was a cutting clip. The clips wouldn't hold on a small collateral artery, as they were not completely closed. Moreover, one of the clips cut the vessel. The issue caused a bleeding in unknown quantity but not requiring a transfusion, according to our contact. The bleeding was controlled with compresses and fastidious manual sutures due to the proximity of lingual and facial nerves. The procedure was extended by thirty minutes. Device was discarded.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.07 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced without complication 5 months after implant. The reason stated was the patient's dissatisfaction with the halos he was experiencing, cause unknown.